Event description:
It was reported that the device could not be interrogated after the patient received an lvad. The device was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A mandatory medwatch form was received the field event is believed to be caused by interference from the patient's lvad system.